Manufacturer narrative:
Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received which states the replacement lens model has been provided. It was reported that a 20.5d lens was exchanged for a unknown diopter lens due to blurry vision. There is no reported defect or fault with the iol.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported following an intraocular lens implant procedure, the patient experienced blurry vision. The lens was later explanted in a secondary procedure. Additional information has been requested.